Event description:
It was reported that a patient was implanted with cmf distractors bilaterally on an unknown date. During the course of treatment the distractor on the right side lost advancement. The distractors measured 7mm between the foot plates when they were placed. The distractors were activated the same every day up to the 14mm level. On an x-ray it was discovered the right side only measured 4mm between the footplates. Distraction has been completed and the extension arms have been removed from the distractors. It is anticipated that the bodies and footplates will be removed when the consolidation is complete, probably in a couple of weeks. The surgeon used 1.0mm footplates and 1.0mm bone screws to place the distractors. Upon removal of the distractor bodies and footplates, the surgeon found the right side had advanced more than the 4mm shown in the x-ray. The left side was distracted slightly more than the right side, but the surgeon was able to achieve the desired outcome with the devices.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture that would contribute to this complaint condition. Two assemblies received. Both assemblies freely traverse their entire range of motion. The plates have been trimmed for a right handed and left handed configuration. This complaint is indeterminate since all measurements pertinent to the component parts cannot be measured.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reports the review of the returned devices condition and the complaint conditions are not relatable. The devices functioned as intended and the device did not reverse itself. The slight asymmetry between the left and right sides was possibly the result of the uneven activation (i.e. A full turn was not performed on the right side when it should have been). The returned devices were functional and updated complaint information revealed that the initial complaint description was inaccurate. Therefore, the complaint is invalid from a pd perspective.